Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and blood glucose value was 317 mg/dl. The current blood glucose is 127 mg/dl. The customer also reported that they received no delivery alarm and cannula of quick set was bent. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.